Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm (alarm 9) occurred and after the user filled the cartridge with 300 units of insulin during the load sequence, a minimum fill notification occurred. Tandem technical support assisted customer with clearing the alarm and the cartridge was reloaded to resolve the minimum fill notification. Customer¿s blood glucose level was 120 mg/dl.